Event description:
Pt found unresponsive in field. Brief attempts at ett were unsuccessful. Emt emergency medical technician placed king laryngeal tube airway. Shortly after arrival in ed, resuscitation attempts continued with the ed physician airway assessment noting marked tongue edema, limiting visualization of the airway via direct laryngoscope. The patient was successfully intubated using the video laryngoscope after removal of the king laryngeal tube. As ems emergency medical service did not note the patient's tongue edema at initial assessment, concerns surrounding allergic reaction and progressive angioedema were considered. Review of the literature reveals similar case reports of tongue edema and progressive airway obstruction with the use of airway adjunct king laryngeal tube.======================health professional's impression======================focal venous obstruction at the base of the tongue from the direct pressure of the king laryngeal tube airway applied during use has been hypothesized as the etiology of this uncommon but potential life threatening side effect from this airway adjunct.